Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was replaced. The original nail was considered too long. The im nail was replaced with a 9mm x 300mm, standard nail per the sign technique manual. Surgeon comment: "we change the nail because it too long."